Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. However, the device received with currents in specification and no unexpected failed battery test noted. The motor passed the motor test. The unit, had scratched screen, cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported that the battery died and had to change several times without having failed battery test. The caller mentioned that the batteries lasted a couple hours, but currently is dying every couple minutes. The blood glucose reading was 191mg/dl. Advised the customer to inspect the battery compartment and spring, to ensure the battery is securely fastened and the battery slot is aligned horizontally with the device. The caller also mentioned getting a motor error alarm during bolus. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.